Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au680 clinical chemistry analyzer, and observed that the reference fluid tubing was not tightened enough causing some fluid to leak. In addition, the ref (run equivalency factor) electrode was broken during customer daily maintenance. Patient demographics were not provided. (B)(4).

Event description:
The customer reported recovering high k (potassium) patient results in the ion selective electrodes (ise) of their au680 system. The customer repeated samples on their other instrument and received normal results. The erroneous high ise results were reported outside of the lab. No change in patient treatment reported.